Manufacturer narrative:
The manufacturer was previously contacted in reference to a thermal complaint on a everflo device. The manufacturer received information alleging fire caused burns to the patient due to smoking. Medical intervention was not specified by the patient. The device has not yet been returned to the manufacturer for evaluation. Repeated attempts to (B)(6) requesting the device and components returned for evaluation and investigation were unsuccessful. The manufacturer has made sufficient attempts for more information and the return of the device for evaluation, to no avail. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If any additional information is received at a later date, an updated final report will be filed. Box d, g, h have been updated/corrected in this report.

Event description:
The manufacturer was contacted in reference to a thermal complaint on a everflo device. The manufacturer received information alleging fire caused burns to the patient due to smoking. Medical intervention was not specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The previous report was submitted with incorrect event date, which has been updated/corrected in this report.